Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hemicolectomy ¿ right surgical procedure, the large hem-o-lok clip applier would not turn well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. There was no injury to the patient. The unexpected motion did not occur when attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. The clip did not become dislodged or fall into the patient.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk #7 completely detached from the housing. The broken input disk would result in the instrument not having intuitive motion. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.